Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be stretched and measured above the specification. The timing and cause of this damage is unknown. Fluid was still successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 600 mg/dl. The pod was worn on the patient's arm for between 24 and 36 hours. As treatment, a new pod was applied.